Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient did not think that the implantable neurostimulator was working right because he does not feel anything. Usually his stimulation is at 4.25 volts and he can feel it there, but now he has it turned up to 8.0 volts and he still cannot feel anything. This had been occurring for several days prior to the report, confirmed as starting in 2018. The patient¿s back has been hurting a little bit more a few inches above the implantable neurostimulator starting about a week prior to the report, confirmed as 2018. His sciatic nerves are hurting more on the day of the report than they were the day prior. The patient was able to communicate with the implantable neurostimulator and it was showing stimulation on. The patient was on group a at 8.0 volts and was not feeling stimulation. The patient changed to group b and increased to 7.0 volts and was not feeling anything. When the patient changed back to group a, he could feel stimulation at 8.0 volts like he would when it was on 4.25 volts, only slightly. The patient noted that he had been bending over a lot doing yard work and wanted to know if that could have disconnected the lead from the implantable neurostimulator. There were no further complications reported.